Event description:
The pump displayed "belt slip" message, followed by overspeed error message, resulting in pump stop. There was no pt injury reported as a consequence of this event.

Manufacturer narrative:
101 (1023)- component/subassembly failure (none). Note: after extensive testing we were unable to duplicate the event. The drive belt was replaced as a precautionary measure.